Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Reportedly, there was a loading error due to user handling during the surgery. It was stated that during the loading error, the haptic had broken off un-noticed. The implanting physician noticed it when the lens was being placed on the left optic. There was an incision enlargement made to remove the intraocular lens(iol) with the broken haptic. Patient was noted to be doing well. No additional complications were reported.

Manufacturer narrative:
Correction: model#: ar40e. The intraocular lens was returned for examination to the quality assurance laboratory. The inspection revealed that the lens had one (1) broken haptic and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.